Event description:
The customer reported the sys will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive with the flash drive upgrade. Sys operates as intended. (B) (4).